Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l4-s1 CT-fluro fusion, both screws at s1 were completely off. There were two titanium cages located at l4-l5 and l5-s1. The site got green registration values except for at s1, which was yellow. Checked to confirm that it was good and could proceed with case. The tip of the s1 screws were both in the disc space and much higher and at a different angle then planned. They were pushing on the alif interbody. There was a 3-4 hour delay. There was no impact on the patient outcome. Additional information received from a manufacturer representative reported that the trajectory was deviated by 10 mm.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined the root cause of the deviations experienced in the or is suboptimal segmentation, which led to shifts in registration. The insertion of cages after taking the CT images required fine tuning of the segmentation lines to get a better registration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.